Event description:
It was reported that during routine follow-up episodes of noise were observed stored to this cardiac resynchronization therapy defibrillator (crt-d). A request was made for boston scientific technical services (ts) to review device data and x-rays as it was suspected that the patient's abandoned competitor lead may be making intermittent contact with the active lead resulting in noise and oversensing. Upon review ts stated the episodes appeared consistent with non-physiological noise and found evidence of noise on the right atrial (ra) lead as well. An x-ray and fluoroscopy results were evaluated showing the active and abandoned rv leads were in close proximity and likely making intermittent contact as suspected. Suggestions for additional system testing were provided. No further information is available at this time. No adverse patient effects were reported.